Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated and iliac limb was initially implanted. The seven (7) month post-operative CT showed the presence of a potential endoleak; however, the endoleak type has not been identified. There is also evidence of a partial thrombosis of the sac with no increase in aneurysm sac size. As of the date of this report, there have been no patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the clinical assessment, no device malfunction or patient harm were identified. Billowing of the graft (non - failure) and no presence of an endoleak were confirmed; therefore this is no longer a reportable event. Correction: please remove all previously reported information.

Event description:
Additional information: at the completion of the clinical assessment, no device malfunction was identified. Billowing of the graft (non - failure) and no presence of an endoleak were confirmed.